Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the superficial femoral artery (sfa). A command 18 guide wire was advanced in the vessel but met resistance with the anatomy and when the guide wire was to be withdrawn, the guide wire tip (approximately 10 cm) separated at the lesion. The supera stent was able to secure the separated guide tip against the diseased vessel and treat the lesion. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance met with the heavily calcified anatomy resulted in the reported difficult to advance and the reported difficult to remove. Manipulation of guide wire in the anatomy and/or advancing against resistance ultimately resulted in the reported device damages (separated guide wire tip and polymer coating). The noted bend on the core likely occurred due to handling or during packing for return analysis. The treatment appears to be related to the operational context of the procedure as the supera stent was able to secure the separated guide tip against the diseased vessel and treat the lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling.